Event description:
It was reported that the patient underwent a tlif using interbody device plus rhbmp2-2/acs with posterior fixation. It was noticed at one week post op that the device subsided. No revision surgery is planned at this time. Post-op x-rays were sent to manufactuer for review.

Manufacturer narrative:
The implants remain implanted. Product return is not possible. Post-op x-rays review shows that the pedicle screw construct was implanted at l4-s1 with the interbody devices. The films show subsidence and 90 degree rotation of the interbody device. We are unable to determine the cause of the event.